Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer was reported via phone call that, the insulin pump had motor error. The blood glucose was 240 mg/dl at the time of the incident. Customer reported that, the drive support cap appears normal . The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.